Manufacturer narrative:
The technician replaced the left and right siderail controls and cables to repair the bed.

Event description:
Info rec'd indicates the bed only has intermittent functions working from the intermediate siderail controls.